Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed force sensor test. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the force sensor being out of calibration. As a result, the force sensor was recalibrated and the top case and plunger case were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed when powered on. The top housing and plunger housing was cracked. It is unknown if there was patient involvement, no adverse patient effects were reported.